Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported by the abbott technical support team that the patient's right ventricular (rv) lead was oversensing noise and electromagnetic interferences (emi). No intervention performed and no patient symptoms were reported.

Manufacturer narrative:
The reported event of noise was confirmed. As received, only the distal portion of the lead was returned in one piece. The cause of the reported event was isolated to the exposure of the outer coil in the abrasion consistent with friction to another device or feature of patient¿s anatomy and multiple full breach insulation degradations at the proximal region exposing the outer coil. Electrical testing found no indication of conductor fractures but found shorts between the conduction paths due to procedural damage.

Event description:
New information received notes the right ventricular (rv) lead oversensing noise resulted in pacing inhibition and was reproducible with isometric testing. The rv lead was explanted and replaced on (B)(6) 2023. The patient had no adverse consequences.